Manufacturer narrative:
No complaint was received with the return of the device. A partial connection portion of the lead was returned. Failure event observed during analysis. Final analysis found a full breach degradation of the outer insulation noted at 4.7 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: should have been st jude medical crmd and the address rather than blank, reporter dr (B)(6) information should have been blank.